Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a procedure, when the surgeon picked up the handle by the shaft, the shaft came apart from the shell. The stapler was then unable to fire.